Event description:
Philips respironics replaced three machines, all older than the original, all used, and all with thousands of hours on the CPAP's. Photo 1 and 2 are one CPAP. Original CPAP photo first. I have photo's of all three CPAP's and all are older than the originally replaced CPAP. The insurance companies force patients to keep CPAP's for five years. If it breaks down, you have to go without one and it has to be shipped out to repair. If the CPAP dies prior to the five years, you have to make a case as to why you deserve a new one. Not only were we without a CPAP for over a year, the CPAP's are not being replaced with an equal machine. FDA safety report ID# (B)(4).